Manufacturer narrative:
Diopter:-12.00/+2.50/x094. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.00/+2.00/x094 diopter, in the patient's left eye (os) on (B)(6) 2015. Excessive vaulting was noted on (B)(6) 2015. The lens was explanted and exchanged on (B)(6) 2015 for a shorter lens. The problem was resolved. Patient's last office visit on (B)(6) 2015, ucva was 20/20.